Event description:
A report was received that the patient had developed an infection at the ipg site. The site was red and puffy. The physician believed that the infection was not device related, but was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm; model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot #: 17794689, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they discarded by the medical facility.